Manufacturer narrative:
(B)(6). (B)(4).: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, when the stent was released inside the patient, the doctor faced great difficulty in removing the deployment device from the endoscope. After several attempts, the doctor managed to remove it from the endoscope. The stent was released inside the patient, but it was noticed that the leading barb was missing. As the leading barb had broken off, the larger portion of the stent moved up into the bile duct. It was noticed that the leading barb had got stuck in the endoscope head. So the physician used biopsy forceps to remove the broken pieces of the stent and completed the procedure successfully with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, when the stent was released inside the patient, the doctor faced great difficulty in removing the deployment device from the endoscope. After several attempts, the doctor managed to remove it from the endoscope. The stent was released inside the patient, but it was noticed that the leading barb was missing. As the leading barb had broken off, the larger portion of the stent moved up into the bile duct. It was noticed that the leading barb had got stuck in the endoscope head. So the physician used biopsy forceps to remove the broken pieces of the stent and completed the procedure successfully with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent broken. Block h10: the returned advanix biliary stent was analyzed and a visula evaluation noted that one barb was broken and stretched. No other issues with the device were noted. The reported event was confirmed. The issue occured when the physician attempted to release the stent. Handling, manipulation and technique or an additional force applied to the device during the deployment activity could cause some tension in the barb section, this could result in the barb stretching and gets torn and detached from the stent. Therefore the most probable root cause for this event is adverse event related to procedure:. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.